Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
She wanted to give feedback that she tried to redo the guard and it ended up tearing in the front. Redid it and it didn't work at all. She stated she moved on to the doctors brand and has stated that she had a much better experience with them.